Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, visual analysis of returns, retains analysis, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Trending analysis for suspect positive bi by lot number involved was reviewed from 06/28/2015 to 10/16/2015 and trending was not exceeded. Trending analysis was reviewed from 8/2014 to 2/2015 for product malfunction code (pmc) 'suspect positive bi' and trending was exceeded; a CAPA was opened to address the issue. Thirty-two retain bis from the lot involved were subject to functional evaluation, of which all met specifications when used per instructions for use (IFU). Twenty unused bis from this lot were returned and submitted for functional evaluation. Two were used as controls, and eighteen tested met functional specifications. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "limited." The cyclesure® 24 bi was returned and visual analysis confirmed the reported suspect positive bi event as there was yellow media in the crushed vial. The chemical indicator (ci) disc appeared gold with brown staining, which is indicative of the presence of the media reacting to hydrogen peroxide. This could have resulted from pre-existing damage of the ampoule which may cause the ampoule to burst under pressure and media to leak over the spore disc, contributing to a positive bi result. There were no manufacturing related anomalies observed. It is unlikely the suspected positive bi was caused by a performance issue as DHR review found no anomalies that would contribute to the positive bi result, retains met functional specifications when processed/used per IFU, and lot history review found no significant trend in the lot involved. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed. A definitive assignable cause for the reported event could not be determined. The issue will continue to be tracked and trended.